Event description:
Pt reported, the lateral up button of the infusion device is not working correctly. Pt stated, sometime when she pressed it, the button remained blocked and the insulin units increased so that it could not be stopped. Pt reported, the up button on the device gets stuck when he presses it, making managing the device difficult. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.